Manufacturer narrative:
Stryker product assessment center further evaluated the returned component and found a shorted/burned capacitor and open fuse on ac power supply caused the issue.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined burnt components on the power supply was the cause of the reported issue. Stryker replaced the device's power supply and power pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing the device was returned to the customer for use.